Manufacturer narrative:
A possible root cause was determined. Although the customer indicated that there was leaking from the probe housing, the fe was at the customer site and determined that the probe was leaking. The fe also discovered that the bottle b pressure tube was hooked up to the waste bottle and bottles a and b were not hooked up. The fe connected all the tubing to the correct bottles and replaced the pump silencers. As per (B) (4) the customer ran the bottle cleaning section of the monthly maintenance using bleach. This customer has not logged any similar complaints against this analyzer since the repair. (B) (4).

Event description:
The customer reported that the ortho provue probe housing was dripping fluid. No error messages were posted. The customer indicated that no erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.